Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 510 mg/dl and a small ketone level. The cause of the elevated bg level was unknown. A manual insulin injection was administered to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer declined to perform a pump system check with tandem technical support.